Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that a trained user chose to return the ilet system after experiencing episodes of hypoglycemia while using the device, with a documented blood glucose nadir of 53 mg/dl that persisted out of range for approximately two hours and was corrected with oral carbohydrates, and the device issued low glucose alerts. Symptoms included hypoglycemia. Outcomes included no need for external assistance and no medical intervention or hospitalization. Investigation included review of the complaint details and event chronology. Investigation of this case revealed that the specific device-related cause could not be determined. It was concluded, based on previously established findings for similar reports, that the cause was unclear.